Event description:
It was reported by the customer that during pre use, the cardiosave hybrid intra-aortic balloon pump (iabp) malfunctioned. Broken left side of screen was reported, top screen glitched. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.